Event description:
Olympus medical systems corp (omsc) was informed that during a metal stent retrieval within urethra using subject device, one of the jaw of the subject device broken off and fell inside the pt. The broken jaw was reportedly withdrawn from the pt using non-olympus forceps. It was reported that the facility confirmed that there was no foreign material after withdrawal of the broken jaw and completed the procedure using non-olympus forceps. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the one of the jaw was broken off and the broken part was corroded. In addition, there was some foreign material around the broken part. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. It was concluded that insufficient reprocessing likely caused the corrosion. The breakage likely occurred when force was applied during closing of the forceps due to decreased strength of the cups resulting from corrosion and/or physical impact. The device instruction manual warns users that "before use, confirm that the instrument is not corroded, dented or discolored; do not use it if any of these conditions are observed. If the instrument is damaged, part of it could fall off inside the pt, or it could become impossible to open or close." "If a part of the instrument falls off inside the pt, use a spare instrument to retrieve it." This report is being submitted as a medical device report in an abundance of caution.